Manufacturer narrative:
The production device history record (DHR) for this intra-aortic balloon pump (iabp) was not required to be reviewed per getinge standard operating procedure since the device manufacture date is greater than one year from the event date. At this time, the customer has not requested getinge to evaluate the iabp. Additional information is being requested from the customer with regard to the repair and status of the iabp. A supplemental report will be submitted if this information is provided to us.

Event description:
The customer reported that while the cardiosave intra-aortic balloon pump (iabp) was in use on a patient, no ECG signal would appear on the screen while all 5 leads were attached. However, when only 3 leads were used, the image would appear. It was also reported that this identical issue occurred with 2 cables/2 consoles/new patches using conductive gel. The customer continued support with only 3 leads connected. The cath lab manager stated that a representative was recently on-site and checked out the pumps for the inability to get ECG; and this was the first time they have used the pumps since. No adverse event was reported.

Manufacturer narrative:
The customer reported that the biomed engineer tested the iabp EKG using a patient simulator and found the unit to be operational. All tests were performed and done by the customer's biomedical engineer. The iabp was then cleared for clinical service.

Event description:
The customer reported that while the cardiosave intra-aortic balloon pump (iabp) was in use on a patient, no ECG signal would appear on the screen while all 5 leads were attached. However, when only 3 leads were used, the image would appear. It was also reported that this identical issue occurred with 2 cables/2 consoles/new patches using conductive gel. The customer continued support with only 3 leads connected. The cath lab manager stated that a representative was recently on-site and checked out the pumps for the inability to get ECG; and this was the first time they have used the pumps since. No adverse event was reported.